Event description:
The explanted generator is no available for return as the explanting facility will not return explanted devices to the manufacturer.

Event description:
It was reported that the patient was implanted with an m106 and is being replaced due to ifi-yes. It was suspected that this device has prematurely depleted. The design history record was reviewed and this device was part of the stop ship order where additional testing was performed prior distribution to conform to the requirements for heartbeat detection. However this device still has potential to be affected by the laser routing process. Internal investigation into data received showed that the battery depletion appears premature and is most likely due to leakage current from laser routing debris. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date. Results show 8.7 years until neos yes no programming anomalies are noted the m106 was prophylactically replaced on (B)(6) 2018.